Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and did not boot up. Functional testing and data download was unable to be performed due to the receiver ceasing to function. The receiver case was opened for further evaluation. A visual interior inspection was performed and found a defective battery with a cracked controller chip. Trouble shooting was performed and found that the battery was defective. The reported event of receiver ceases to function was confirmed. The root cause was determined to be a defective battery.